Manufacturer narrative:
Correction: e1 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the damage was caused by thermal mechanical impact due to wrong handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that at the end of the procedure, the staff confirmed a melted crack at the tip of his olympus unipolar suction tube. According to the initial reporter, the procedure was completed without any issues or harm to the patient. The item had been collected. The customer also noted that as only the subject device was energized, the combined product was not issued. The customer went on to confirm that the high frequency was made by a 3rd party company.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. The insulator at the tip was melted/scraped. If additional information becomes available following the device evaluation, a supplemental report will be filed.